Event description:
A pt reported that he had a bx velocity stent placed in an unk cardiac vessel due to an acute myocardial infarction. Approximately eight years later, he had a cardiac catheterization that revealed that the stent was completely closed. His physician told him that he did not need any treatment because the other vessels were supplying blood to his heart. He was asymptomatic. Medical records were received from the pt's cardiologist that indicated the pt was hospitalized due to mid-sternal chest pain, diaphoresis, and hypertension (221/144mm/hg). He was treated with nitroglycerin and intravenous metoprolol and the symptoms resolved. The pt indicated that the symptoms were similar to his symptoms at the time of his previous myocardial infarction and ptca with stent in 2001. Troponin levels were negative and there were no ECG changes. He underwent a cardiac cath that revealed the rca was a large dominant vessel with a chronic 100% mid vessel occlusion, the circumflex had moderate diffuse distal disease. There was no mention of a cardiac stent and no treatment was provided. The chest pain was felt to be related to the hypertension.

Manufacturer narrative:
No product could be returned for evaluation. A review of the mfg records could not be done without a lot number. The complaint could not be confirmed after review of the medical records. It is not known if the pt actually had a stent implanted, or where, or what the status of that stent is.